Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The episodes revealed the noise back from three years ago. The noise has not led to any inappropriate therapy. Additionally, since implant it was noted impedance measurements have varied from 400-950 ohms. The patient is not dependent on rv therapy. Technical services provided possible causes and recommended to replace the device if they can't find anything that points conclusively to a lead issue. The patient was seen in the office and the noise could be reproduced. The physician suspects the lead is fractured. Surgical intervention was performed as the lead was surgically abandoned and replaced, and the ICD was electively explanted and replaced successfully. No additional adverse patient effects were reported.